Manufacturer narrative:
Medtronic representative reported that they suspected the root cause of this event to be improper system shut down procedure by the site staff, as they would unplug the machine from the wall without shutting it down per manufacturer instructions and hurry onto their next task. A system reboot resolved the issue. No parts were returned or replaced and no further issues were reported.

Event description:
A medtronic representative reported that the navigation system was being unresponsive during boot up. A system reboot resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.